Event description:
It has been reported that the pt received a durom hip generic, right hip, on (B)(6) 2008 and is experiencing pain on his right hip. It has also been reported that the pt has to use crutches to be able to walk. The pt is currently being monitored.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the pt is currently being monitored and has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific clinical event cannot be ascertained from the info provided. A product failure cannot be confirmed. A tight monitoring is ongoing for revisions with u.s. Durom cups where the initial implant date occurred after the relaunch of the durom cup. The need for further corrective measures is not indicated at this time. The distribution of this product was ceased meanwhile due to business reasons. Should additional info become available and/or the device(s) be returned for eval and an investigation result be available, an amended medical device report will be filed. (B)(4).